Event description:
It was reported that the pump touchscreen was cracked, unreadable, and unresponsive. There was no reported adverse impact to the customer. Customer reverted to an alternate method of insulin therapy.